Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code for the reported issue.

Event description:
Facility reported during priming set up, before patient use, the tubing separated from the luer lock adapter. No additional data was available.